Manufacturer narrative:
The field service engineer replaced the solenoid valve. Additional information requested for investigation but could not be provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer did not find any abnormalities with the instrument operation. A temporary malfunction of the pinch valve was assumed. The pinch valves were replaced and a nozzle height was adjusted. Controls were measured and there was no problem with the control recovery. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ft4 iii assay on a cobas 8000 e 801 module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The sample initially resulted with a ft4 value of > 7.77 ng/dl. The sample was repeated, resulting with a value of 1.2 ng/dl. The ft4 reagent lot number and expiration date were requested, but not provided.